Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrator motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify any battery alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump randomly shut off and would not turn back on. The insulin pump beeped twice and then turned off. Minor scratches were visible. The display did not return after troubleshooting. Customer's blood glucose level was 251 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.